Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. An investigation is on-going and a supplemental medwatch will be submitted if new info becomes available. Items marked ni are unknown to us at this time.

Event description:
It was reported the venous saturation read three dashes, even though hct and hb were reading correctly. No pt effect was reported. (B)(4).